Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently calculated larger boluses than expected to be delivered. Review of the pump data by tandem technical support indicated that the pump calculated boluses correctly, however, the recommended bolus amount was overridden. Customer maintained that the pump did not calculate boluses as intended. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 203-245 mg/dl.